Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that "the expiration routes of the equipment did not have vacuum to expire" during a vitrectomy procedure. The doctor troubleshot by exchanging the system; there was a delay of 5 minutes. The case was able to be completed without patient harm.